Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was no clear evidence of system malfunction. As a proactive troubleshooting measure, customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster, further follow-up or investigation was not possible as the user was unresponsive to multiple communication attempts. Per dms review, the user was using the system with up to date information.

Event description:
On may 12th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.